Event description:
It was reported that there following a polarity switch, there were episodes of low impedance. Follow-up revealed that the lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.